Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined; however, the reported treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending artery with mild tortuosity and moderate calcification, a 2.25x15 mm rx xience v stent delivery system (sds) was advanced and the stent was deployed at 14 atmospheres. Post stent deployment a dissection was noted; therefore, a 2.25x18 mm xience v sds was advanced and the stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.